Event description:
Literature was reviewed regarding a comparison of the outcomes in 300 patients who underwent transcatheter aortic valve replacement (tavr) using a medtronic evolut pro (n = 150) or pro+ (n = 150) system. During follow-up, a total of four deaths occurred. The circumstances of the deaths were not recounted, nor was any evidence presented to suggest a causal or contributory relationship between medtronic product and the deaths. The authors also observed and noted the following adverse outcomes: tamponade; valve embolization (dislodgement); new conduction disturbances (left bundle branch block, right bundle branch block, or complete atrioventricular block); need for permanent pacemaker or implantable cardioverter defibrillator implant; coronary obstruction; need for re-intervention; stroke; paravalvular leak (any degree); aortic regurgitation (moderate or severe); elevated gradients; valve implanted ¿too high¿ (malposition); hemoglobin drop; need for blood transfusions; major vascular complications; arteriovenous fistula; hematoma; pseudoa neurysm; retroperitoneal bleed; arterial perforation or dissection; and peripheral ischemia. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Continuation of d10: this is a system report. The section d information is for the primary device, which was in use with the following: brand name: medtronic transcatheter delivery system, product ID: mdt-trans dcs, lot number(s): unknown. Citation: merdler I, case bc, bhogal s, et al. Temporal trends with the evolut family of self-expanding transcatheter heart valves: a single-center experience. Catheter cardiovasc interv. 2024;104(1):125-133. Doi:10.1002/ccd.31088 earliest date of publication used for date of event. Medtronic products used in the study: evolut pro (product code npt, PMA# p130021) and evolut pro+ (product code npt, PMA# p130021). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.